Event description:
It was reported by the hospital perfusionist that during a procedure the delivery set disposable experienced a blood leak within the heat exchanger. The perfusionist continued to use the device to successfully complete the procedure with no patient complications reported. The disposable device was returned to the manufacturer for analysis. Attempts to obtain additional information from the hospital were unsuccessful. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.